Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. However, dissection is listed in the instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the distal posterior descending artery (pda) with moderate tortuosity and mild calcification that was 90% stenosed. An edge dissection occurred after a 3.0 x 38 mm xience xpedition drug eluting stent (des) was implanted. Another xience xpedition was used to cover the dissection. No additional information was provided.